Event description:
The customer reported that the system was not taking x-rays and no fluoroscopic image was available. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor connectors and cables were reseated. The system was then found to be operating as intended.